Event description:
It was reported that the patient received an inappropriate shock while in sinus tachycardia. The atrial lead had intermittent oversensing and capturing issues. The lead sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.